Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, ketamine, and baclofen via an implanted pump. The indication for pump use was malignant pain. The patient reported that for about 2 months, it was taking 12 minutes to connect to deliver a bolus. The patient was allowed 12 boluses a day. Per the patient, the handset got stuck at 90% when connecting with the pump. The agent assisted the patient with clearing data on the handset after which the patient was able to connect to the pump very fast and see their lockout information. The troubleshooting steps that were taken on the call resolved the issue.